Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that they confirmed the reported issue. To resolve the reported issue, the ent software application was reinstalled onto the navigation system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A site representative reported that, while outside of a procedure, the navigation system would intermittently restart without prompt from the user when archiving patients. There was no patient present when this issue was identified. No additional information was provided.